Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 82.0, 91.0, and 136.0 cm and fractured approximately 137.5 cm from the proximal end. The embolization coil was detached from its pusher assembly. The introducer sheath friction lock was over the pusher assembly mid-joint. Conclusions: evaluation of the smart coil revealed the pusher assembly was fractured and the mid-joint was retracted through the introducer sheath friction lock. The introducer sheath friction lock inner diameter (ID) is smaller than the rest of the introducer sheath so it can seat on the pusher assembly mid-joint. If the pusher assembly is retracted proximal to the friction lock, resistance may be experienced upon attempts to advance the coil. Forcefully advancing the pusher assembly against resistance can result in pusher assembly kinks. If these kinks are further manipulated they may become fractured. Further evaluation revealed the embolization coil was detached with its introducer sheath. If the pusher assembly becomes fracture, the pull wire can retract from the distal detachment tip (ddt) allowing the embolization coil to become detached. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician successfully placed thirty-three coils and four smart coils using a non-penumbra microcatheter. The physician then felt resistance and was unable to advance a smart coil at all within its introducer sheath and into the microcatheter. The physician therefore removed the smart coil and completed the procedure using new smart coils and additional coils. It was noted that, upon removal, the smart coil appeared to be twisted. There was no report of an adverse effect to the patient.